Event description:
It was reported the cartridge would not fit onto the pump. An o-ring was discovered on the pneumatic tap. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. The customer replaced the cartridge and resumed insulin therapy successfully.